Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) venous line, and two (2) arterial lines were provided for evaluation. The samples were visually evaluated, and no defects were observed. Thereafter, luer taper test was performed on the sample and there was no failure at both side of the arterial line and the venous line. The sample was subjected to a functional leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no failure. Based on the investigation findings, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: microbubbles in arterial tubing throughout treatment. Troubleshooting ineffective. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.